Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 2177 mg/dl. The customer stated the insulin pump is not rewinding. The customer was trying to give himself insulin and couldn't get the insulin pump to rewind during normal use for the customer. The product will not be returned. The product not returned for analysis.